Event description:
Per galaxy adverse event report, four inappropriate shocks were delivered secondary to lead dislodgement associated with double counting. The lead was successfully repositioned and all records indicate it remains implanted. Should additional information becomes available, this event will be updated.